Event description:
The customer received a blood glucose reading of lo on the contour meter, re-tested on the contour next, and the reading was 190mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was expected to return the test strips for investigation. New strips were sent to him.